Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the pacing lead, the physician failed to find a suitable position for the lead and resulted in the helix not being able to rotate smoothly. This lead was attempted and not used. A new pacing lead was implanted instead. No patient complications have been reported as a result of this event.